Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The customer was hospitalized about a week before passing due to a low blood glucose episode, after they changed their pain medication. The cause of death was a combination of the pain medication, sleep apnea, and patient stopped breathing while sleeping. The caller stated that the customer had diabetes complications ¿ was on dialysis, had kidney disease, and a blood infection. The customer¿s blood glucose was 256 mg/dl the last time it was documented in the meter or pump. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report. The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. The insulin pump received with alkaline battery. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.